Event description:
It was reported that, during an implant procedure, the health care provider (hcp) reported lead migration. It was stated that the hcp locked the lead in place with locking cap, then applied "traction" to the lead, which then "moved up". The movement was confirmed by fluoroscopy. Additional information has been requested. A supplemental report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_lead, product type: lead. Product ID 3550s-01, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported fluoroscopy was used in the case to assess the placement of the lead after insertion, after stimloc was secured and after all equipment was removed from the frame. Surgeon manually pulled on lead after stimloc was 'secured' and fluoroscopy showed that the lead had retracted. The hcp pushed the lead back to target and closed. It was noted there were no interventions taken or planned. The patient recovered without problems. Patient was awaiting a stage two stimulator implant. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3007566237-2013-00366. Report on patient with similar event with the same health care provider.